Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was impossible to insert the stylet in the lumen of the pacing lead. The pacing lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted a fresh 14-52 gray stylet was inserted in the lead and came to a blood occlusion in the distal conductor at 23.2 cm. If information is provided in the future, a supplemental report will be issued.